Event description:
It was reported to target by the physician that while removing a coil from an aneurysm, the coil broke in two pieces. The dr indicated that no force was used. There was no other info given on this procedure.